Event description:
(B)(6) performed a monitoring visit and the investigator reported a (B)(4) in the study group: an infection on the right knee. In the ase form it is reported that the pt fell on the knee during ambulant rehabilitation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report. Cat #5531-g-411, lot # lcp830 description: x3 triathlon sc ins size4 11mm. Cat # 5517-f-402, lot # unk, description: triathlon p/a cr beaded #4r. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.